Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a power on reset (por) code with the description of 0x400 on the clinician programmer and this was noticed on (B)(6) 2015. The rep indicated that the patient had an x-ray a week prior to the report. The meaning of the por was reviewed with the rep and they were able to successfully clear the por with the clinician programmer. There was adequate therapy and the rep was able to turn stimulation back on again and the patient stated that the therapy felt as it did before the por. No patient symptoms were reported.